Event description:
It was reported by service report that the bed is missing the motion interrupt pan. It is unk if there was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Result: motion interrupt pan.